Manufacturer narrative:
The patient sample had an initial ise sodium value of 139.9 mmol/l and a repeat sodium value of 139.5 mmol/l. The patient sample had an initial ise potassium value of 3.0 mmol/l and a repeat potassium value of 3.8 mmol/l.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for ion selective electrode (ise) chloride. The sample initially resulted as 146 mmol/l accompanied by a data flag. This value was reported outside of the laboratory. The doctor requested a repeat of the sample since the value did not match other ise results. The sample was repeated and resulted as 110 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected by the event. The lot number and expiration date of the ise chloride electrode were asked for, but not provided by the customer. The field service representative determined that the pinch valve was faulty. He performed ise troubleshooting. He checked and adjusted "air/mix". He cleaned and replaced the mixing tower. He replaced the ise tubing. He replaced solutions 1,2, and 3. He replaced all calibrator solutions and the potassium electrode. He ran a check test and this passed. He ran an ise performance check and this passed. He ran a calibration for direct, indirect, and urine ises and these passed. He ran quality controls for all assays and these passed. He performed precision studies using quality control material. The instrument was returned to the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.